Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the stapler to create laparoscopic bowel anastomosis, the anvil of the device did not tilt back after firing, leaving the anvil behind in the patient. According to surgeon, it was difficult to get the anvil out but succeeded eventually. No patient injury.